Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I swallowed it [accidental device ingestion]. My throat is sore and I can hardly talk [sore throat]. It feels like its got my nose hairs I cant breathe [difficulty breathing]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received glycerin (biotene dry mouth gentle oral rinse solution) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene dry mouth gentle oral rinse solution. On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse solution, the patient experienced accidental device ingestion (serious criteria gsk medically significant), sore throat and difficulty breathing. The action taken with biotene dry mouth gentle oral rinse solution was unknown. On an unknown date, the outcome of the accidental device ingestion, sore throat and difficulty breathing were unknown. It was unknown if the reporter considered the accidental device ingestion, sore throat and difficulty breathing to be related to biotene dry mouth gentle oral rinse solution. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from a consumer via call center representative (phone) on 24feb2022. The reporter stated that," I'm calling about your biotene dry mouth I put some in and I was pushing it around my mouth and I swallowed it and my throat is sore and I can hardly talk. It feels like its got my nose hairs I cant breathe can you help or not?."